Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 06-oct-2020 that occurred in the operating room during use in the united states. The reported complaint that the "22 gauge needle did not exit the endoscope on the elevator. It exited the scope on the side of the elevator were it was not in view of the camera or ultrasound. Numerous attempts were made until they figured out what was occurring. ", involving pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned video ultrasound gastroscope was received by pentax medical for evaluation on 14-oct-2020. The gastroscope was inspected by pentax medical service under service order (B)(4) and the service technician documented the following inspection findings on 21-oct-2020. Elevator body fna needle is coming out not aligned, elevator knob play, passed wet leak test, suction tube resistance, passed dry leak test, umbilical cable bump at control body side, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ultrasound image has broken channel, eus connector cable short bump at control body root brace. The gastroscope underwent repairs including the following components: o-rings and seals, suction channel lg. On 23-oct-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-20-100092, the DHR review confirmed the endoscope was manufactured on 23-apr-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-apr-2014. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2014. The video ultrasound gastroscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).

Manufacturer narrative:
Evaluation summary: this is due to the fact that when the needle is used with a bent or otherwise bent needle, the needle does not ride on the elevator section and forceps raising is not possible.